Event description:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of embedded device ("left coil was found embedded in her uterus"), abdominal pain lower ("severe lower abdominal pain"), pregnancy with contraceptive device ("pregnancy with contraceptive device") and abortion spontaneous ("she had miscarried") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" in 2013. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), dysmenorrhoea ("severe menstrual pain"), the first episode of menorrhagia ("abnormal, heavy menstrual bleeding/ prolonged menses"), the second episode of menorrhagia ("large blood clots"), alopecia ("hair loss"), feeling abnormal ("brain fog"), acne ("acne"), pain ("sores"), rash ("rash"), abdominal distension ("bloat"), weight fluctuation ("weight fluctuation") and back pain ("severe back pain"). In (B)(6) 2013, the patient experienced dyspareunia ("pain during intercourse"). In 2013, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant) and abortion spontaneous (seriousness criterion medically significant). In (B)(6) 2014, the patient experienced procedural pain ("following the surgery, plaintiff suffered a painful post-operative recovery"). On (B)(6) 2014, 1 year 4 months after insertion of essure, the patient experienced complication of device removal ("only one essure coil was removed"). In (B)(6) 2016, the patient experienced embedded device (seriousness criteria medically significant and intervention required). Last menstrual period and estimated date of delivery were not provided. The patient had essure during the first trimester of pregnancy. The patient was treated with surgery (total laparoscopic hysterectomy on (B)(6) 2016.) And surgery (bilateral salpingectomy on (B)(6) 2014.). Essure was removed on (B)(6) 2016. At the time of the report, the embedded device, abdominal pain lower, dysmenorrhoea, the last episode of menorrhagia, alopecia, feeling abnormal, acne, pain, rash, abdominal distension, weight fluctuation, back pain, dyspareunia, procedural pain and complication of device removal was resolving and the pregnancy with contraceptive device and abortion spontaneous outcome was unknown. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal distension, abdominal pain lower, abortion spontaneous, acne, alopecia, back pain, complication of device removal, dysmenorrhoea, dyspareunia, embedded device, feeling abnormal, pain, pregnancy with contraceptive device, procedural pain, rash, weight fluctuation, the first episode of menorrhagia and the second episode of menorrhagia to be related to essure. The reporter commented: patient had miscarried and underwent a dilation and curettage. Patient's symptoms worsened after the surgery (bilateral salpingectomy) on (B)(6) 2014 in which one essure coil was removed. Since having the surgery (total laparoscopic hysterectomy) on (B)(6) 2016, patient's symptoms were mostly resolved. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram - in (B)(6) 2016: left coil was found embedded in uterus in 2013, plaintiff discovered that she was pregnant by using a home pregnancy test. Company causality comment: incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Rospective pregnancy case was reported by a lawyer and describes the occurrence of embedded device ("left coil was found embedded in her uterus"), device dislocation ("migration of essure device location of device: abdomen/lower pelvic region"), abdominal pain lower ("severe lower abdominal pain"), abortion spontaneous ("she had miscarried"), pregnancy with contraceptive device ("pregnancy with contraceptive device") and genital haemorrhage ("abnormal bleeding (general)") in a 26-year-old female patient who had essure (batch no. 901342/ 12530959) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" in 2013 and device monitoring procedure not performed "essure confirmation test: no". The patient's past medical history included multigravida and parity 2 ((B)(6) 2012, (B)(6) 2007). Previously administered products included for pregnancy prevention: mirena. Concurrent conditions included body mass index normal. In 2012, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, 12 days after insertion of essure, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("severe menstrual pain/dysmenorrhea (cramping)"), abdominal distension ("bloat"), back pain ("severe back pain") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In (B)(6) 2012, the patient experienced the first episode of menorrhagia ("abnormal, heavy menstrual bleeding/ prolonged menses"), the second episode of menorrhagia ("large blood clots"), feeling abnormal ("brain fog"), acne ("acne"), pain ("sores"), rash ("rash") and weight decreased ("weight loss"). In (B)(6) 2013, the patient experienced dyspareunia ("pain during intercourse/dyspareunia"). In 2013, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant). In (B)(6) 2013, the patient experienced alopecia ("hair loss"). In (B)(6) 2013, the patient experienced abortion spontaneous (seriousness criterion medically significant). On (B)(6) 2014, the patient experienced complication of device removal ("only one essure coil was removed"). In (B)(6) 2014, the patient experienced procedural pain ("following the surgery, plaintiff suffered a painful post-operative recovery"). In (B)(6) 2016, the patient experienced embedded device (seriousness criteria medically significant and intervention required). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with surgery (total laparoscopic hysterectomy on (B)(6) 2016.), surgery (total laparoscopic hysterectomy on (B)(6) 2016.) And surgery (bilateral salpingectomy on (B)(6) 2014.). Essure was removed on (B)(6) 2016. At the time of the report, the embedded device, abdominal pain lower, dysmenorrhoea, the last episode of menorrhagia, alopecia, feeling abnormal, acne, pain, rash, abdominal distension, weight decreased, back pain, dyspareunia, procedural pain and complication of device removal was resolving and the device dislocation, abortion spontaneous, pregnancy with contraceptive device, genital haemorrhage and vaginal haemorrhage outcome was unknown. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal distension, abdominal pain lower, abortion spontaneous, acne, alopecia, back pain, complication of device removal, device dislocation, dysmenorrhoea, dyspareunia, embedded device, feeling abnormal, genital haemorrhage, pain, pregnancy with contraceptive device, procedural pain, rash, vaginal haemorrhage, weight decreased, the first episode of menorrhagia and the second episode of menorrhagia to be related to essure. The reporter commented: patient had miscarried and underwent a dilation and curettage. Patient's symptoms worsened after the surgery (bilateral salpingectomy) on (B)(6) 2014 in which one essure coil was removed. Since having the surgery (total laparoscopic hysterectomy) on (B)(6) 2016, patient's symptoms were mostly resolved. Current weight 145 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.4 kg/sqm. Computerised tomogram - in (B)(6) 2016: left coil was found embedded in uterus in 2013, plaintiff discovered that she was pregnant by using a home pregnancy test. Transvaginal ultrasound: within uterus is a small gestational sac; no mass was seen, no cul-de-sac fluid). Assessment: amenorrhea. She clearly has an intrauterine pregnancy; I am suspicious that this may be a failing intrauterine pregnancy or a missed abortion. Batch number: 12530959 exp date: mar-2015, MFR date: may-2012. Batch number: 901342 exp date: 30-sep-2014, MFR date: sep-2011. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-jul-2018: quality-safety evaluation of ptc. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of embedded device ("left coil was found embedded in her uterus"), device dislocation ("migration of essure device location of device: abdomen/lower pelvic region"), abdominal pain lower ("severe lower abdominal pain"), abortion spontaneous ("she had miscarried"), pregnancy with contraceptive device ("pregnancy with contraceptive device") and genital haemorrhage ("abnormal bleeding (general)") in a 26-year-old female patient who had essure (batch no. 901342, 12530959) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" in 2013 and device monitoring procedure not performed "essure confirmation test: no". The patient's past medical history included multigravida and parity 2 ((B)(6) 2012, (B)(6) 2007). Previously administered products included for pregnancy prevention: mirena. Concurrent conditions included body mass index normal. In 2012, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain. On 20-aug-2012, the patient had essure inserted. On (B)(6) 2012, 12 days after insertion of essure, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("severe menstrual pain/dysmenorrhea (cramping)"), abdominal distension ("bloat"), back pain ("severe back pain") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In (B)(6) 2012, the patient experienced the first episode of menorrhagia ("abnormal, heavy menstrual bleeding/ prolonged menses"), the second episode of menorrhagia ("large blood clots"), feeling abnormal ("brain fog"), acne ("acne"), pain ("sores"), rash ("rash") and weight decreased ("weight loss"). In (B)(6) 2013, the patient experienced dyspareunia ("pain during intercourse/dyspareunia"). In 2013, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant). In (B)(6) 2013, the patient experienced alopecia ("hair loss"). In (B)(6) 2013, the patient experienced abortion spontaneous (seriousness criterion medically significant). On (B)(6) 2014, the patient experienced complication of device removal ("only one essure coil was removed"). In (B)(6) 2014, the patient experienced procedural pain ("following the surgery, plaintiff suffered a painful post-operative recovery"). In (B)(6) 2016, the patient experienced embedded device (seriousness criteria medically significant and intervention required). Last menstrual period and estimated date of delivery were not provided. The patient had essure during the first trimester of pregnancy. The patient was treated with surgery (total laparoscopic hysterectomy on (B)(6) 2016.) And surgery (bilateral salpingectomy on (B)(6) 2014.). Essure was removed on (B)(6) 2016. At the time of the report, the embedded device, abdominal pain lower, dysmenorrhoea, the last episode of menorrhagia, alopecia, feeling abnormal, acne, pain, rash, abdominal distension, weight decreased, back pain, dyspareunia, procedural pain and complication of device removal was resolving and the device dislocation, abortion spontaneous, pregnancy with contraceptive device, genital haemorrhage and vaginal haemorrhage outcome was unknown. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal distension, abdominal pain lower, abortion spontaneous, acne, alopecia, back pain, complication of device removal, device dislocation, dysmenorrhoea, dyspareunia, embedded device, feeling abnormal, genital haemorrhage, pain, pregnancy with contraceptive device, procedural pain, rash, vaginal haemorrhage, weight decreased, the first episode of menorrhagia and the second episode of menorrhagia to be related to essure. The reporter commented: patient had miscarried and underwent a dilation and curettage. Patient's symptoms worsened after the surgery (bilateral salpingectomy) on (B)(6) 2014 in which one essure coil was removed. Since having the surgery (total laparoscopic hysterectomy) on (B)(6) 2016, patient's symptoms were mostly resolved. Current weight 145 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.4 kg/sqm. Computerised tomogram - in (B)(6) 2016: left coil was found embedded in uterus in 2013, plaintiff discovered that she was pregnant by using a home pregnancy test. Transvaginal ultrasound: within uterus is a small gestational sac; no mass was seen, no cul-de-sac fluid). Assessment: amenorrhea. She clearly has an intrauterine pregnancy; I am suspicious that this may be a failing intrauterine pregnancy or a missed abortion. Most recent follow-up information incorporated above includes: on 28-feb-2018: plaintiff fact sheet received. New reporters added. Patient demographic information and patient relevant history added. Lot number (901342, 12530959) added. Events abnormal bleeding (general), abnormal bleeding (vaginal), migration of essure device location of device: abdomen/lower pelvic region and essure confirmation test: no added. On 1-mar-2018: follow up two and three processed together. Medical records received : the patient and reporter information updated. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.